Event description:
The physician reports that the crystalens tore during insertion of the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully and there was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to b&l and evaluated. The visual inspection revealed that both lens haptics were bent and twisted. The findings are consistent with damage caused by lens injector use. Root cause: according to the physician, the root cause of the reported event of lens damage is related to use of the injector system.